Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, was being used during a ivor lewis esophagectomy procedure on (B)(6) 2025 when it was reported, ¿during surgical procedure, in the second part of the operation, while the esophagus was being mobilized thoracoscopically, a part of the trocar port was broken. Luckily, the operation was completed without any major complications, the broken part was removed from the patient thoracic cavity.¿. The fragmentation was retrieved from the patient and there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with no report of any delays. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation; however, photographic evidence has been provided. Root cause cannot be determined, however, based upon photos and IFU; a possible cause of this event could be excessive downward force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 48 complaints, regarding 49 devices, for this device family and failure mode. During this same time frame 2,410,656 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised to take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, was being used during a ivor lewis esophagectomy procedure on (B)(6) 2025 when it was reported, ¿during surgical procedure, in the second part of the operation, while the esophagus was being mobilized thoracoscopically, a part of the trocar port was broken. Luckily, the operation was completed without any major complications, the broken part was removed from the patient thoracic cavity.¿. The fragmentation was retrieved from the patient and there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with no report of any delays. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.